Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient faced four infusion sets cannula kinked issues on (B)(6) 2026, within three or more hours of insertion at the upper arm with sets in use less than eight hours and the blood glucose level was high and the patient was treated with a correction injection via multiple daily injection